Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that a patient required revision surgery on (B)(6) 2026, which was planned using blueprint revision planning feature (case ID: (B)(4).